Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken input disks to be related to the customer reported complaint. For clarification, the instrument was found to have multiple input disks both broken and cracked. Input disk #7 was found completely detached from the base of the housing. The broken input disk was returned with the instrument. Hairline cracks were found on grip input shaft #6. No cables showed any signs of fraying or breakage. As a result, the instrument could not engage properly with the sterile adapters on the in-house system and lost intuitive motion functionality. The root cause of the broken instrument input disks was typically attributed to mishandling or misuse, most commonly caused by improper cleaning/reprocessing techniques. Additional observation, which was not reported by site, was that the instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. The thermal damage to the yaw pulley was unrelated to the conductor wire. No insulation damage was observed. The conductor wire was not damaged or broken. An electrical continuity test was performed and passed. The root cause for this failure was attributed to mishandling or misuse, commonly caused by collision with another energized instrument. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 4 uses remaining after this last usage. A review of the procedure log showed the site performed this distal gastrectomy surgical procedure on (B)(6) 2021 via system serial# (B)(4). This complaint is being reported due to the following conclusion: failure analysis identified thermal damage on the bipolar yaw pulley of the mbf instrument. Thermal damage on the bipolar yaw pulley is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the maryland bipolar forceps had a buzzing sound and stopped moving. The procedure was completing as planned using a backup maryland bipolar forceps with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. It was unknown if the instrument collided with other instrument during the procedure. There was no arcing. There was no patient injury. After the completion of the last procedure, the instrument was inspected with no damage.